Manufacturer narrative:
The received device had the cannula assembly deployed. No bend or kink was observed in the exposed soft cannula. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 18.9 mmol/l (340 mg/dl) while wearing the pod between 24 and 36 hours on the hip/buttocks. The patient noted the cannula was bent. A new pod was applied to treat the hyperglycemia and the patient's bg levels reduced to 6.7 mmol/l (120 mg/dl).